Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿powers off on its own¿. The unit was triaged and the customer¿s reported condition was confirmed. The printed circuit board (pcb) was replaced to fix this issue. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump was beeping and flashing with a message that the patient cannot read.